Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged and was exhibiting high pacing threshold measurements. Surgical intervention was performed and the rv lead was repositioned and remains in service. No adverse patient effects were reported.